Event description:
It was reported that patient is in chronic atrial fibrillation (af) with device histograms showing patient being in chronic atrial fibrillation with 100% ventricular pacing, however the counters show 100% asense-vsense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.